Manufacturer narrative:
(B)(4). Diabetes mellitus is known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, a trial patient experienced high blood glucose (bg). The patient stated that they checked their bg and it was high. The patient took insulin, fell asleep and did not hear their continuous glucose monitor (cgm) system, resulting in an ambulance being called. Patient did not know what treatment was provided and stated that they were not taken to the hospital. There was no alleged device malfunction. No additional event or patient information was provided. No product or data was returned for investigation. The reported event could not be confirmed. A root cause could not be determined.